Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was no returned. Additional information has been received that implantable pulse generator (ipg) was no longer functioning as intended.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was no returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.